Event description:
As reported to coloplast though not verified, patient was implanted with terosa saline testicular (med). Later the patient experienced the device losing fluid. An explant of the device was performed.

Manufacturer narrative:
After further evaluation of the returned device, coloplast was unable to confirm the reported complaint. Based on the evaluation, the device performed as intended and no leaks were found. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.